Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the use of the device for a non-clinical activity, the latch on the occluder was broken. There was no patient involvement.

Manufacturer narrative:
The product surveillance technician (pst) visually confirmed the latch on the occluder was broken. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.